Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his (B)(6) female client used fixodent denture adhesive, version unk cream and super poligrip original denture adhesive cream, both beginning in 1990 to present and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.